Manufacturer narrative:
The initial reported event of fracture with inappropriate shocks was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2011. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 18 and 18.7 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured. The lead is still in use. A few years later, the patient received multiple inappropriate shocks due to lead fracture. The right ventricular lead was noted to have in increase in impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.